Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device will not be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, both a white and blue suture break was noticed during use of the proglide. Hemostasis was achieved with manual arterial compression. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted with a 6f sheath after a percutaneous coronary intervention.